Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the samples were not returned. Although the sample was not returned for evaluation, two radiographic images was provided for review. The investigation is inconclusive for catheter blockage, as, per the image review, no break or kink in the device was identified. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four years post port placement via left internal jugular vein in the right chest the catheter was allegedly occluded. Reportedly, during the port removal procedure it was identified the catheter allegedly adhered to the tissue from the left innominate vein to the superior vena cava . The port hub was able to be removed, but the catheter removal was unsuccessful. It was further reported, approximately one year post port hub removal the catheter eroded through the skin and a thoracotomy was performed to remove the catheter. The patient remains in the hospital recovering from the surgical procedure.

Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that approximately four years post port placement via left internal jugular vein in the right chest the catheter was allegedly occluded. Reportedly, during the port removal procedure it was identified the catheter allegedly adhered to the tissue from the left innominate vein to the superior vena cava . The port hub was able to be removed, but the catheter removal was unsuccessful. It was further reported, approximately one year post port hub removal the catheter eroded through the skin and a thoracotomy was performed to remove the catheter. The patient remains in the hospital recovering from the surgical procedure.